Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the pacemaker was found in back-up vvi mode due to a power on reset. Technical support was contacted and the device was restored to nominal settings. The patient was stable and will continued to be monitored.